Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.0x15mm mini trek rx balloon dilatation catheter referenced is filed under a separate manufacturing report number.

Event description:
The procedure was to treat an eccentric lesion in the 90% stenosed, moderately tortuous, heavily calcified, proximal left anterior descending artery. A non-abbott balloon dilatation catheter (bdc) was selected for pre-dilatation, but could not cross the lesion. Then a 2.0x15mm mini trek rx bdc was advanced against resistance with the patient anatomy and crossed the lesion. During the first inflation, it ruptured at 10 atmospheres (atm). Then, a 2.75x15mm nc trek bdc was advanced to the lesion and experienced resistance with the patient anatomy. During the first inflation, it ruptured at 16 atm. Pre-dilatation was successfully performed with a non-abbott bdc and a 2.5x33mm xience alpine stent was implanted to successfully complete the procedure, resulting in 0% stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.